Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) entered in a ventricular tachycardia episode. The device appropriately delivered anti-tachycardia pacing (atp), however, this accelerated the rhythm and the patient entered in ventricular fibrillation. The device appropriately delivered a shock in order to end the episode. This device remains in service. No further adverse patient effects were reported.